Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 418 mg/dl. The customer treated. The customer's symptom included vomiting. The customer performed a manual prime and saw insulin exit the tubing. The customer removed the set from the body and found a bent cannula. The customer was sent a tubing clamp and was advised to call back to perform the high pressures test. Nothing was replaced or returned for analysis.